Event description:
Our stock of hcg urine tests are giving false positives from our patient's urine samples. We have noticed that these are all coming from the same lot number packaging (lot: 0000806189 exp: 2025-11-23)- fisher healthcare serum/urine hcg-stat sure-vue.